Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, an episode of noise was observed. Lead or header issue was suspected. Further tests were recommended. During in clinic device interrogation, all measurements were stable and within normal range. There was one noise episode and one real vt episode which was self-terminating. Secure sense showed fast-rhythm too. Noise was not reproducible and no more episodes were noted. Physician assumes that the patient was exposed to electromagnetic interference on that relevant day of noise episode although patient cannot remember. Patient's condition was fine and there were no adverse consequences for patient. Patient will be closely monitored.